Event description:
During ercp egde upper endoscopic ultrasound procedure the marker on the sampling device sheath broke off. Doctor was unsuccessful in retrieving. Three steris sampling devices was used (two lot numbers were the same and the third one is different) patient to undergo another procedure tomorrow longer with stent in order to retrieve.